Manufacturer narrative:
Literature citation: vutthikraivit w, zaghloul a, goldsmith l, et al. Successful percutaneous aspiration thrombectomy of large atrial thrombus attached to watchman device. J am coll cardiol. 2023 mar, 81 (8_supplement) 3283. Https://doi.org/10.1016/s0735-1097(23)03727-0. B3: date of event - estimated as the month of publication of the article since the follow up where event was noted is unknown. D6a: implant date - estimated as the date of implant is unknown.

Event description:
It was reported via journal article that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The patient later presented with right leg pain and shortness of breath. Chest computed tomography angiography (cta) was performed, which showed occlusion of the aortic bifurcation secondary to an embolism. The patient was treated with systemic anticoagulation and catheter directed thrombolysis. A follow-up cardiac computed tomography (CT) scan showed three fragmented thrombi. Despite systemic anticoagulation treatment performed for 48 hours, the thrombus persisted, increasing concern about further embolic events. The patient was a poor candidate for surgical thrombectomy due to her co-morbidities. Off-label percutaneous aspiration thrombectomy was discussed and the patient wanted to proceed. Bilateral femoral venous access was used for an angiovac circuit. Sentinel cerebral embolic protection was utilized. Angiovac cannula and dilator system was advanced over the wire to the target location under fluoroscopic and transesophageal echocardiography (tee) guidance. Minimal residual thrombus was then noted following aspiration.